Event description:
A pt reported that she received her first treatment on 9/2/97 into the transverse forehead lines. A few days later, (exact date unk), the pt developed redness and a pimple like formation at the treatment site. On 9/12/97, the physician prescribed a topical antibiotic cream. The area continued to be red and inflamed, but the pimple formation, which the pt believed was collagen material, resolved within a few days after starting the antibiotic cream. On 9/12/97, the physician prescribed topical cortisone cream for what he told the pt was a hypersensitivity to collagen. The pt continued to have redness and inflammation. On 10/10/97, the physician prescribed a systemic cortisone injection. The pt states that she experienced no relief. On 10/30/97, the physician again prescribed a systemic cortisone injection, as well as intralesional cortisone at the forehead. On 11/18/97, the pt reported that these interventions had no effective, and that the redness and inflammation continued.